Event description:
The product was used during a lobectomy procedure. Reportedly, the instrument partially fired. The surgeon applied another device to complete the procedure. The hospital has reported no pt injury occurred.